Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking catheter is confirmed and was determined to be use-related. One 4 fr s/l powerpicc solo was returned for evaluation. An initial visual observation of the returned catheter showed blood residues throughout the device. A circumferentially aligned split in the extension tubing was observed just distal to the solo valve. A microscopic observation revealed beach marks along the fracture surface observed in the extension tubing under the hub of the catheter. The extension tubing was observed to have 'c' shaped impressions leading into the fracture site. Microscopic observations of the split in the extension tubing exhibited characteristics of material fatigue of the extension tubing. This failure may occur from excessive kinking, twisting and/or pulling of the device at or near the split site observed in the extension tubing. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that PICC line leaking when flushed at the point where the blue part of the valve joins the translucent part of the line. The leak site was external to the patient. Catheter trimmed length 52cm, position at skin 8 cm. Secured with securacath. A new catheter was not inserted as treatment had completed. No delay in treatment. No harm to patient.